Event description:
It was reported that the system 9800 displayed battery charge errors and the handswitch was inoperable. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction of the handheld switch was verified and the hand controller was replaced. The battery charger errors could not be duplicated even after continued use. The system found to be working as intended and placed back into service.